Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, as the smart control 10 x 60 stent delivery system (sds) was being removed from the patient, it became stuck inside the sheath introducer, and it couldn't be removed. The physician tried to withdraw the smart control device against resistance; however, it separated at 5 cm. From the distal tip inside the sheath. The proximal shaft was retrieved from the patient without any problem. The separated distal part, which was in the sheath introducer, was removed successfully. The approach was made from the right femoral artery with a non-cordis sheath introducer. After the lesion was crossed by a non-cordis guidewire, the smart control was placed in the lesion. Then, post-dilatation was conducted with a powerflexpro 8 x 40 balloon catheter (bc) through the same sheath introducer. During advancement of the bc to the lesion, there was no resistance between the sheath introducer and the balloon catheter. The procedure was completed without any other problems. The product was clinically used. And it will be returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: de novo, an 80% stenosis, not calcified, and not tortuous. The physician¿s comment: the distal tip of the smart control might have been caught on the hemostasis valve of the sheath introducer. During the insertion through the sheath introducer, there was no resistance. There was no reported patient injury. One non-sterile smart control, iliac 10x60 was received coiled inside a plastic bag. Unit was deployed. A kink was observed at 4cm from brite tip. Inner member was separated at 2.5cm from stop; no other discrepancies were found. The outer diameter (od) of the outer sheath was measured and it was found. Sem results showed that the sample presented evidence of material elongation and surface deformation. Material elongation and surface deformation are common characteristics of pieces that were pulled/ stretched until separation. Therefore, it is very likely that the observed conditions could be related to pulling/ stretching event prior to the separation. Cutting was discarded as a failure cause since no characteristics typical of this failure mode were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition reported could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure ¿catheter tip- separated-in patient¿ reported by the customer was confirmed. The cause of the reported failure could not be conclusively determined, the failure does not appear to be manufacturing related due to the results of sem analysis. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failure reported ¿sds - withdrawal difficulty-through guide/sheath¿ by the customer was not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. During manufacturing process there are controls to detect bents. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors (physician pilling against resistance) may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the stent delivery system (sds) of the smart control 10 x 60 device was being removed from the patient, it became stuck inside the sheath introducer, and it couldn't be removed. The physician tried to withdraw the smart control device against resistance; however, it separated at 5 cm. From the distal tip inside the sheath. The proximal shaft was retrieved from the patient without any problem. The separated distal part, which was in the sheath introducer, was removed successfully. The approach was made from the right femoral artery with a non-cordis sheath introducer. After the lesion was crossed by a non-cordis guidewire, the smart control was placed in the lesion. Then, post-dilatation was conducted with a powerflexpro 8 x 40 balloon catheter (bc) through the same sheath introducer. During advancement of the bc to the lesion, there was no resistance between the sheath introducer and the balloon catheter. The procedure was completed without any other problems. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: de novo, an 80% stenosis, not calcified, and not tortuous. The physician¿s comment: the distal tip of the smart control might have been caught on the hemostasis valve of the sheath introducer. During the insertion through the sheath introducer, there was no resistance.

Manufacturer narrative:
Concomitant products: sheath: 6fr 25cm; terumo; gw: 0.035 inch radifocus terumo. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available. Preliminary inspection of the returned product indicated that 8.5cm of the inner shaft was detached. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.